Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned and analysis found no anomalies.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after the right ventricular and atrial leads were implanted, the patient happened to have light heart failure. The physician treated the patient with medicine and continued the procedure. The patient then had acute left heart failure during the implantation of the left ventricular lead. The physician stopped the implant and rescued the patient. All of the leads were removed. The patient was sent to the intensive care unit and is over the dangerous period. No further patient complications have been reported as a result of this event.